Event description:
During an implantation procedure, no capture was noted on the right ventricular (rv) lead. The lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with blood/tissue. X-ray inspection revealed the inner coil in the connector region was over torqued. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. Electrical testing found no indication of conductor fractures or internal shorts. The reported event of helix extension issue was confirmed, but the reported events of no capture and high impedance could not be confirmed. The cause of the helix extension issue was isolated to the over torqued inner coil in the connector region and the helix being clogged with blood/tissue.